Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 lead was explanted and suture sleeve was found broken in half. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 lead was explanted and suture sleeve was found broken in half. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation, conductor coil and suture sleeve were found damaged and squeezed 41 cm proximal to the lead tip, which is assumed to be the root cause of the reported lead failure. These damages most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise and loss of capture can be seen starting on (B)(6) 2023. A bipolar lead failure was detected on (B)(6) 2023. The pacing threshold, sensing, and impedance have trended down since implant. Noise can be clearly seen on hmsc recordings. No adverse patient events were reported. Lead currently remains implanted and will be evaluated further. Should additional information be received, this file will be updated.